Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the values of cornea front and cornea back are not correct during testing. The measured value is inaccurate, no surgery was performed. The provided measurements were preoperative measurements. There are two related reports for this event. This report addresses the patient fh, and another manufacturer report will be filed for patient fx.